Event description:
Reportedly, while the technologist was moving the x-ray tube ceiling suspension, the rotation lock allegedly released and the trauma diagnostic arm assembly rotated downward without the technologist activating the detent lock release and the arm struck the pt's head. The pt was seated next to the table for imaging of the hand using free cassette technique. No injuries were reported.